Event description:
It was reported "a detailed description of the event: the facility recently noted a bard single lumen powerpicc leak while flushing at the hub/end cap-IV connector site. Multiple baxter one link connectors were used in attempt to stop the leak but was unsuccessful. One link connectors with the same lot # were connected to other vat lines (pivs, midlines, and double lumen piccs) without issue. The PICC was exchanged via an over the wire full barrier sterile procedure." At what point during device use was the leak discovered (i.e. Insertion, infusion, removal): at time of insertion. Was the catheter fracture internal to the patient or external? None noted. What was infusion when the leak was discovered? Saline flush. Any patient symptoms related to fluid leak? No. Was the catheter removed? Was a new catheter placed? Catheter removed and over the wire exchange performed immediately after initial insertion. What type of catheter securement was utilized? Statlock.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy1242 showed sixteen other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. The sample was received in its original sealed tray. The device was unused and unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the luer/t-lock joint. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the t-lock assembly, as well as full insertion of the taper gauge. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the t-lock assembly. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "a detailed description of the event: the facility recently noted a bard single lumen powerpicc leak while flushing at the hub/end cap-IV connector site. Multiple baxter one link connectors were used in attempt to stop the leak but was unsuccessful. One link connectors with the same lot # were connected to other vat lines (pivs, midlines, and double lumen piccs) without issue. The PICC was exchanged via an over the wire full barrier sterile procedure." ¿ at what point during device use was the leak discovered (i.e. Insertion, infusion, removal): at time of insertion. ¿ was the catheter fracture internal to the patient or external? None noted. ¿ what was infusion when the leak was discovered? Saline flush. ¿ any patient symptoms related to fluid leak? No .¿ was the catheter removed? Was a new catheter placed? Catheter removed and over the wire exchange performed immediately after initial insertion. ¿ what type of catheter securement was utilized? Statlock.